Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an issue with the calcode on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the reported issue with the meter began on the morning hours of (B)(6) 2010. The patient did not exhibit any symptoms due to the alleged issue. The following day at 9:00am, the patient went to the ER and was treated with IV fluids. It its unknown whether the patient was tested on another device. It is also unknown why the patient went to the ER. The customer care advocate (cca) was successful in assisting the patient in changing the code number on the meter and issue was resolved via troubleshooting. The product was replaced. No further clinical information was provided. The complaint is being reported since the patient alleged that since he was unable to code the meter, he ended up going to the ER the following day and being treated with IV fluids.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.